Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, patient made mistake/touch contamination and pd therapy was withdrawn. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. The nurse did not provide information regarding treatment. It was not reported whether the patient made mistake/touch contamination resolved. The patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required. This is report 5 of 5 involved in this peritonitis event.

Event description:
It was reported the stent prematurely deployed in a suboptimal position as the physician was positioning the stent for deployment in a broad based intracranial aneurysm. Another stent was placed across the aneurysm neck without any issue. There were no clinical consequences to the patient.